Manufacturer narrative:
Patient weight not provided by author. Sobstyl mc, kmiec t, zabek m, szczaluba k, mossakowski z. Long-term outcomes of bilateral pallidal stimulation for primary generalised dystonia. Clinical neurology and neurosurgery. 2014;126:82-87. Doi:10.1016/j.clineuro.2014.08.027. UDI not required as this product is no longer manufactured. No allegation of any medtronic navigation software/system malfunction. The cause of the suboptimal lead placement is not discussed and the author has not responded to follow up inquiries. No requests for service have been received from the author(s) regarding the reported event. Therefore, no system evaluation is required. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's stealthstation. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event. No allegation of malfunction.

Event description:
In the journal article entitled, long-term outcomes of bilateral pallidal stimulation for primary generalised dystonia by sobstyl et al, it is reported that one patient who showed initial good improvement to bilateral pallidal stimulation reported suboptimal improvement on one body side despite numerous changes of stimulating parameters. The lead was relocated 2 mm posterior and 2 mm lateral to its previous position with a good clinical response. After replacement of the dbs lead the patient experienced satisfactory control of dystonic movements. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's framelink software. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.